Event description:
It was reported that migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At a routine follow-up appointment, sixty-nine (69) days post-implant the device was discovered to have migrated within the laa ostium. The patient has remained stable and no intervention was performed or planned in response to this event.

Manufacturer narrative:
Media analysis by manufacturer: procedural media was provided to aid in the investigation and reviewed by members of the boston scientific training team, medical safety, and clinical specialists. The media review concluded that at the 0-degree angle, the closure device appeared to be in a good position, however at higher angle views, the position of the closure device appeared proximal. With the available media, it could not be concluded if release criteria were met prior to release. The available media was able to confirm the movement/shift of the closure device.

Event description:
It was reported that migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. At a routine follow-up appointment, sixty-nine (69) days post-implant the device was discovered to have migrated within the laa ostium. The patient has remained stable, and no intervention was performed or planned in response to this event.